Event description:
It was reported that the device was misfiring. No other info was provided. Add'l info was requested. But no add'l info was available. A supplemental report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment, and the clip retainer, push fork and jaw clearance were acceptable. Upon eval, the remaining eleven clips were cycled and fed. All of the clips loaded properly into the jaws. Seven of the fired clips had proper pinch and alignment, but four of the clips were slightly scissored. After the last clip was fired, the locking mechanism engaged as intended. The lot number was not provided, so the device history record could not be reviewed.